Event description:
It was reported that during a laser lithotripsy procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field b1: adverse event/product problem.

Event description:
It was reported that during a laser lithotripsy procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.